Event description:
It was reported that the surgeon used the baseplate inserter to attempt to remove a baseplate. The baseplate was well fixed and it deformed the baseplate inserter. Removal was due to patient infection.

Manufacturer narrative:
Corrections: d9 product available to stryker. H6 health impact codes. H6 method codes. The reported event was not confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon used the baseplate inserter to attempt to remove a baseplate. The baseplate was well fixed and it deformed the baseplate inserter. Removal was due to patient infection.